Manufacturer narrative:
Insulin pump had unresponsive esc and up buttons due to corroded keypad traces. Unable to verify low battery alarm and battery out limit alarm due to no button response. Minor scratched display window, cracked display window corners, cracked reservoir tube lip and missing end cap sticker noted.

Event description:
Customer called to report the insulin pump alarmed for low battery, battery out limit and had unresponsive buttons. Blood glucose reading was 150 mg/dl. Customer did not recall any significant events leading up to the malfunction. Advised that the insulin pump will be replaced. Nothing further reported.